Event description:
It was reported that during a procedure involving the pulse select catheter, catheter array inversion and knotting of the pulse select catheter occurred when the guidewire was retracted excessively using the hand slide control. The catheter was able to be retracted into the sheath without any complications, and the catheter was replaced which resolved the issue. The sheath was replaced for safety reasons since it could not be guaranteed to be undamaged. The procedure was then completed successfully using the pulse select catheter. No patient  no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012769541 was returned and analyzed. No anomalies were identified during external visual inspection of the handle segment. During external visual inspection of the array and shaft segment, an inverted spiral array and a knotted spiral array were observed in the spiral array segment, and on the shaft segment the dual lumen was observed to be detached from the shaft. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the electrode 1, 2 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, electrode wires 1 and 2 were observed to be broken. In conclusion, the reported knotted array was observed during testing. The catheter failed the returned product inspection due to an inverted array, broken electrode wires in the spiral array region, and a detached dual lumen from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.